Manufacturer narrative:
This device is used for treatment, not diagnosis. The microplex coil system (mcs) is intended for the endovascular embolization of intracranial aneurysms and other neurovascular abnormalities such as arteriovenous malformations and arteriovenous fistulae. The mcs is also intended for vascular occlusion of blood vessels within the neurovascular system to permanently obstruct blood flow to an aneurysm or other vascular malformation and for arterial and venous embolizations in the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. The device involved in this event will not be returned as a portion remains within the patient and the remainder was reported to be discarded. (B)(4).

Event description:
It was reported (B)(6) that during a coiling treatment of a ruptured aneurysm, the first two embolization coil were deployed successfully. Upon positioning of the third coil, a coil loop protruded outside the aneurysm, partially within the aneurysm and the microcatheter. The coil was withdrawn to correct the coil protrusion, in doing so the coil prematurely detached from the delivery pusher. An attempt was made to push the remaining coil inside the aneurysm using the delivery pusher. This attempt was unsuccessful as the coil migrated distally towards the m4 branch. No attempt was made to retrieve the coil as it was reported that the small diameter coil was not a concern for the affected artery. However an attempt was tried to push the coil further distally using a microcatheter to minimize the thromboembolic consequence. The patient was reported to wake up aphasic the following day. The aphasia was reported to be improving but not resolved (the patient is able to speak slowly). Improving but not resolved (the patient is able to speak slowly).